Event description:
It was reported that bubbles were present in the sheath. During a pulsed field ablation procedure, a faradrive steerable sheath was selected for use. The physician took back the catheter from the sheath and aspirated. Following aspiration, the catheter was inserted into the sheath again and aspirated, but bubbles were noted in the sheath. Two syringes with 20 ml were aspirated, but air bubbles were still present. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. E1: initial reporter phone: (B)(6).

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. E1: initial reporter phone: (B)(6).

Event description:
It was reported that bubbles were present in the sheath. During a pulsed field ablation procedure, a faradrive steerable sheath was selected for use. The physician took back the catheter from the sheath and aspirated. Following aspiration, the catheter was inserted into the sheath again and aspirated, but bubbles were noted in the sheath. Two syringes with 20 ml were aspirated, but air bubbles were still present. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.